Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on pump therapy. The reporter stated that the patient had a blood glucose of 34 mmol/l with no symptoms related to hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there had been frequent loss of prime warnings with the pump, leading to a delay in insulin delivery. The reporter reviewed the patient¿s usage of the device with a customer technical support representative and found that the cartridge was not being cycled properly. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.